Event description:
It was reported that the compressor had leakage in its motor tubing. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor had a leak in its motor tubing. The field service engineer found a small leak on the exhaust side compressor motor tubing. A new compressor tubing kit was installed. The drainage bottle was also damaged and the drainage bottle with hose was replaced. The compressor passed all performance and safety tests according to factory specifications and was cleared for clinical use. A broken drainage bottle will not affect the compressors functionality. Why the bottle was damaged has not been clarified. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. Additionally, if no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. Note. Compressor tubing shall be replaced when performing 10000 hour maintenance. The conclusion is that the compressor tube to the exhaust pipe had a small leak. The origin of the leak has not been clarified.

Event description:
Manufacturer ref.#: (B)(4).